Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement had caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that resistance was observed as the xience stent delivery system (sds) was being advanced on the guide wire, while still outside the pt. The sds was removed so that the guide wire could be wiped down as it was sticky from use. When the xience was being removed, the stent dislodged. A new xience was used successfully. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was returned dislodged from the balloon. The first row of proximal struts were mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. The user guide wire was not returned. A snap gauge was used to measure the stent implant outer diameters and the proximal measurement met manufacturing criteria. The middle and distal measurements were oversized and did not meet manufacturing criteria. Deltronic pin gauges were used to measure the inner diameter of the tip, distal shaft past the proximal seal, and the guide wire exit notch. This met manufacturing criteria. A new guide wire was backloaded through the sds with no resistance noted. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.